Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-right coronary artery that was mildly tortuous and moderately calcified. Post deployment of the 2.75 x 23 mm xience prime stent, a dissection was observed at the proximal edge of the stent. Another xience prime stent was used as treatment. The procedure was done successfully with good end result. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.